Event description:
It was reported that during a breast biopsy procedure, the device would be deployed and when the surgeon removed the marker,the introducer sheath had sheared off of the marker. The surgeon removed the collagen with the marker and the sheath in 2008. The following day the surgeon did an open biopsy to insure the piece was gone from the patient's breast. Patient was stable and released as an outpatient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.